Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a ngen rf generator, world wide configuration and the patient experienced an esophageal fistula requiring surgical intervention and prolonged hospitalization. It was reported that the patient presented to the emergency room 5 weeks after his afib ablation procedure and esophageal fistula was discovered in the patient. Patient required hardware removal. Medical intervention included cardiac and digestive surgery. Additional information was received indicating the physician's opinion on the cause of the event was not due to biosense webster material (devices). He thinks it is due to a particular anatomy of the patient, or too much contact during the ablation in the area close to the esophagus. The patient's outcome worsened as digestive and cardiac surgery were deemed necessary. Removal of the affected part of the esophagus, partial paralysis of the left side of the body. The patient required an extended hospitalization due to the different surgeries. Device investigation details: the device investigation has been completed which included a device history record (DHR) evaluation. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. Repair follow-up was performed as the device was not returned for service or repair. It was reported that service was declined as no servicing is needed for the generator. As such, the reported complaint cannot be confirmed. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a ngen rf generator, world wide configuration and the patient experienced an esophageal fistula requiring surgical intervention and prolonged hospitalization. It was reported that the patient presented to the emergency room 5 weeks after his afib ablation procedure and esophageal fistula was discovered in the patient. Patient required hardware removal. Medical intervention included cardiac and digestive surgery. Additional information was received indicating the physician's opinion on the cause of the event was not due to biosense webster material (devices). He thinks it is due to a particular anatomy of the patient, or too much contact during the ablation in the area close to the esophagus. The patient's outcome worsened as digestive and cardiac surgery were deemed necessary. Removal of the affected part of the esophagus, partial paralysis of the left side of the body. The patient required an extended hospitalization due to the different surgeries. The ngen rf generator, world wide configuration was used in power control mode, 50w everywhere and the correct catheter settings were selected on the generator. Thresholds temp cut off : 40°c / power cut off 250 ohms. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Temperature, impedance, and power at the time of the perforation is not available as the esophageal fistula was discovered 5 weeks after the procedure, the perforation was not immediate during the procedure. No error message was observed on the carto 3 system during the procedure. Modalities to prevent esophageal injury included a thermal probe positioned in the esophagus and is moved during each ablation to be as close as possible to the ablation catheter. Reporter does not recall if the carto 3 system indicated to re-zero the catheter and reports "it¿s very common that the system indicate to re-zero the catheter, at least once per procedure.". Force visualization features used were graph, dashboard, graph taken from CT, vector, and visitag. Visitag parameters for stability were range : 4mm and time : 3 sec. Additional filter used with visitag was force: 40% 4 g. Color options were force time intervel (fti).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001294894 has two reports: (1) MFR # 2029046-2023-00536 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) ; (2) this report for product code d138401 (ngen rf generator, world wide configuration).